Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, de novo mid right coronary artery (rca) the 3.5 x 28 mm xience v stent was deployed, however, a distal stent edge dissection was noted. A second 3.5 x 18 mm xience v stent was used as treatment. The procedure was noted as successful with a good end result. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the stent delivery system (sds) was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.